Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device was perforating through the fallopian tube') in a 27-year-old female patient who had essure (batch no. D53036-not valid,c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergic rash"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal conditions/gastrointestinal or digestive system condition: bloating;"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), mood swings ("hormonal changes/hormonal changes: mood swings"), feeling abnormal ("nuero condition /problem/brain fog"), anxiety ("psych injury/psychological or psychiatric problems: anxiety"), acne ("rashes or skin conditions: acne") and arthralgia ("pain joints") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dyspareunia, dysmenorrhoea, dermatitis allergic, vaginal haemorrhage, heavy menstrual bleeding, abdominal distension, urinary tract infection, migraine, headache, tooth disorder, weight increased, mood swings, feeling abnormal, anxiety, acne and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date: (B)(6) 2014 1 coil of essure was visualized on both sides reported lot number (d53036) is not a valid lot number. Batch no c76452 production date 2014-07-11 expiration date 2017-07-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device was perforating through the fallopian tube') in a 27-year-old female patient who had essure (batch no. D53036-not valid, c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("allergic rash"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal conditions/gastrointestinal or digestive system condition: bloating;"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), mood swings ("hormonal changes/hormonal changes: mood swings"), feeling abnormal ("nuero condition /problem/brain fog"), anxiety ("psych injury/psychological or psychiatric problems: anxiety"), acne ("rashes or skin conditions: acne") and arthralgia ("pain joints") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dyspareunia, dysmenorrhoea, dermatitis allergic, vaginal haemorrhage, heavy menstrual bleeding, abdominal distension, urinary tract infection, migraine, headache, tooth disorder, weight increased, mood swings, feeling abnormal, anxiety, acne and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date: (B)(6) 2014. 1 coil of essure was visualized on both sides. Reported lot number (d53036) is not a valid lot number. Batch no: c76452. Production date: 2014-07-11. Expiration date: 2017-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of product technical complaint. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device was perforating through the fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. D53036-not valid, c76452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain lower abdomen"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergic rash"), vaginal haemorrhage ("abnormal bleeding (vaginal"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal distension ("gastrointestinal conditions/ gastrointestinal or digestive system condition: bloating"), urinary tract infection ("bladder/ urinary problems: urinary tract infection"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), mood swings ("hormonal changes/ hormonal changes: mood swings"), feeling abnormal ("nuero condition /problem/ brain fog"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), acne ("rashes or skin conditions: acne") and arthralgia ("pain joints") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, back pain, dyspareunia, dysmenorrhoea, dermatitis allergic, vaginal haemorrhage, heavy menstrual bleeding, abdominal distension, urinary tract infection, migraine, headache, tooth disorder, weight increased, mood swings, feeling abnormal, anxiety, acne and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date: (B)(6) 2014, 1 coil of essure was visualized on both sides. Reported lot number (d53036) is not a valid lot number. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Reporter information, removal details added. Event: left essure device was perforating through the fallopian tube added. Case upgraded to serious incident. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.